Event description:
It was reported that an incident during a procedure performed by the surgeon for thoracic corpectomy (apparently on a fracture). The vlift inner shaft fractured. It required the surgeon to change the surgical technique and implant other devices.

Manufacturer narrative:
Method: device not returned; results: the cause of the reported event could not be determined without a returned device to inspect. Conclusion: the cause of the reported event could not be determined without a returned device to inspect.

Event description:
It was reported that an incident during a procedure performed by the surgeon for thoracic corpectomy (apparently on a fracture). The vlift inner shaft fractured. It required the surgeon to change the surgical technique and implant other devices.